Event description:
It was reported that post op of a coronary artery bypass graft procedure when the surgeon harvested the savenous vein, the device jammed and he could not fire the device. He used a second clip applier to continue the procedure. The patient had been in recovery for 4-5 hours when the attending nurse noticed excessive blood in the drain; the surgeon decided to return the patient to the operating room and perform an additional surgery. When he observed the vein site there was a missing clip and the clip line was leaking. The surgeon then sutured over the clip line to stop the leak. The patient required 2 units of blood and additional time in ICU. Patient has now been released home at this time. Device was discarded at the account earlier that day.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.